Event description:
It was reported there was a catheter migration/dislodgment. The location of the catheter issue was unknown. They could not find the catheter tip in an x-ray. The actions required as a result of the event included a planned revision/explant of catheter with new catheter on (B)(6) 2015. It was later reported that no catheter segments were left in the intrathecal space. It was noted that ¿it fell out¿. A new catheter was placed. The patient¿s status at the time of report was alive ¿ no injury. The patient did not experience any symptoms as a result of the event. The catheter issue was identified at the patient¿s prior clinic visit. At the time of report, the patient recovered without permanent impairment. The pump was used to infuse baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter.(B)(4).